Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were reviewed and the female connector was observed separated from the main body on both samples. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of two (2) minicap transfer sets; further described as the transfer sets were dislodged. This occurred during use of the devices for peritoneal dialysis therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.